Event description:
It was reported that during a procedure at the user facility, the surgeon was using ezout for about 5-7 minutes on a hip revision. The short blade was working fine and after switching to the long blade, the surgeon stopped because he smelled something as if it was burning. The handpiece was put down because it had gotten too hot to handle. Cutting was not able to be completed with the long blade, but it was completed enough to pull the cup out with the slap hammer. No delay, no medical intervention and no adverse consequences were reported with this event.